Event description:
It was reported that the customer described leaking from a pinhole in the temperature sensing foley catheter. Foley fell out of patient. Per follow up information received via email on 10dec2025, it was reported that the bard rep on site, sherry, took the foley with her. She has all lot numbers and info. The patient had to have two different foleys placed after the incident, as the incident happened twice. No patient harm.

Manufacturer narrative:
The reported event was confirmed CAPA 11092653 related. Received 1 all-silicone foley catheter. Visual inspection noted no obvious observations. This sample was tested for 'deflation due to trauma." Using the in-house luer lock syringe, the catheter balloon was inflated with 10ml (methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation leak present at trifurcation site due to a pin hole measuring 0.013in. The reported event is confirmed manufacturing related. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer described leaking from a pinhole in the temperature sensing foley catheter. Foley fell out of patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.